Manufacturer narrative:
The device was expected to be returned for laboratory analysis. This report will be updated after analysis is complete.

Event description:
It was reported that during a device replacement procedure, this pacemaker was connected to the chronic right atrial (ra) and right ventricular (rv) leads. The pacing impedance measurements on the ra and rv leads were high, out-of-range at greater than 3,000 ohms. Although the old leads had normal measurements with the pacing system analyzer (psa), new ra and rv leads were implanted. The new leads also had good measurements on the psa, but when this device was connected, the pacing impedances were still greater than 3,000 ohms. A new device was provided. When this device was connected to the new leads, all measurements were within normal range and the procedure was completed. No adverse patient effects were reported.

Event description:
It was reported that during a device replacement procedure, this pacemaker was connected to the chronic right atrial (ra) and right ventricular (rv) leads. The pacing impedance measurements on the ra and rv leads were high, out-of-range at greater than 3,000 ohms. Although the old leads had normal measurements with the pacing system analyzer (psa), new ra and rv leads were implanted. The new leads also had good measurements on the psa, but when this device was connected, the pacing impedances were still greater than 3,000 ohms. A new device was provided. When this device was connected to the new leads, all measurements were within normal range and the procedure was completed. No adverse patient effects were reported.

Manufacturer narrative:
The device was expected to be returned for laboratory analysis. This report will be updated after analysis is complete. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Boston scientific accolade devices (along with other, newer generation devices) measure pacing impedance using a different test methodology than previous pacemaker generations. To reduce energy consumption and to ensure that the test signal does not capture the heart, this new test method uses a very small, subthreshold signal to measure pace lead impedance. For a small number of leads, this smaller test pulse occasionally interacts with the lead and heart tissue in a slightly different way than the impedance test in previous generation devices. On rare occasion, this can result in a higher impedance value than what was obtained with the previously implanted device or an external psa (perhaps 500 to 1000 ohms higher). This may have been the case with this device but this cannot be definitively confirmed.